Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image quality. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported the camera head had poor image quality. The issue occurred during preparation for use for an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. In addition, the device evaluation found electrical contact corrosion and pixel defects. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is due to cable failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.